Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps was analyzed and found to have a broken conductor wire at the proximal end. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the fenestrated bipolar forceps would not deliver bipolar energy. The procedure was completed with no reported injury.